Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, scissoring occurred at the first firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.